Manufacturer narrative:
The medical center discarded all impella product in 2021. The (B)(6) registry team gave no further clinical details. Root cause of the limb ischemia can not be determined. The failure mode will be monitored and trended.

Event description:
The medical team in jb)(6) had a successful impella cp support in (B)(6) 2021 and later in (B)(6) 2022 they had a (B)(6) registry reported entry for an ischemic cva occurring during the impella support, of unknown causality. Later the (B)(6) registry team further noted in (B)(6) 2022 that the patient additionally had limb ischemia. The limb ischemia was treated by bypass and attributed to the use of impella.